Event description:
The patient was returned to the or with a gastric sleeve leak. Surgeon placed a stent in the patient. The first stent failed and needed to be replaced. There were no were patient consequences reported.

Event description:
It was reported that during a laparoscopic gastric sleeve, on the second firing using seamguard, the staples were fully deployed and formed on the specimen side and on the patients side (sleeve side) it appeared as though some of the staples did not form; did not deploy. The surgeon sutured one layer and did a leak test and there was no leak. The surgeon did a second layer of suture and did a leak test and there was no leak. There was difficulty with keeping the trocar in place when inserting the device. It is unknown if the device was fired over an existing staple line and no unexpected noises were heard. No patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis found that one device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.